Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field event of two protrusions on the device can back was confirmed. These protrusions are not acceptable per the manufacturing can inspection method. The damage origin is unknown since it was not returned in the original shipping box, but because the damage sites are protrusions rather than dents, it is suspected the damage originated in manufacturing.

Event description:
It was reported that two protrusions on the back of the can were observed when the crtd was removed from the box. Device not used.